Event description:
It was reported that a right ventricular (rv) lead impedance alert triggered and a x-ray of the patient's thorax noted the rv pace/sense lead pin was not inserted enough into the rv port of the implantable cardioverter defibrillator (ICD). During re-operation, it was not possible to place the lead pin far enough into the header of the ICD and pin movement was observed in the header. It was decided to replace the ICD due to a suspected setscrew issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.